Manufacturer narrative:
(B)(4). Based on the product investigation performed on (B)(6) 2019, this event meets the required criteria for MDR reporting. Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. (B)(4). The customer contact information, including occupation, phone, and fax number, was not reported. (B)(4). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. [Complaint conclusion]: as reported by a healthcare professional, during a coil embolization, the introducer sheath of the 4mm x 10cm galaxy g3 xsft (glx120410/l10552) became split while attempting to resheath the coil. Details surrounding the outcome of the case and the procedural situation that led to resheathing the coil were not reported. No patient complications occurred as a result of the event and additional intervention was not required. No further information could be obtained. A non-sterile 4mm x 10cm galaxy g3 xsft was received inside of a pouch. Upon receipt of the complaint device, visual inspection was conducted. The hub connector was found undamaged. The device positioning unit (dpu) core wire was seen kinked at 56, 91, 97.5, 146 and 160cm from the proximal end of the device. The translucent introducer sheath was seen kinked. The v-notch of the resheathing tool was found undamaged. The resistance heating (rh) coil, the articulating joint, and the proximal end of the embolic coil were found inside of the introducer tube. The distal end of the embolic coil was seen exiting the distal end of the green introducer. There were no other visual anomalies observed during the visual inspection. The device was then examined under a microscope. The kinked condition of the dpu core wire and introducer sheath noted during visual inspection was confirmed. The exposed embolic coil was kinked. The embolic coil distal ball tip was present and intact. The distal outer sheath was seen intact indicating that the rh coil had not heated, and the detachment process had not been initiated. The articulating joint was intact. Functional testing could not be performed due to the kinked condition of the introducer. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The customer report of prescore rupture was not confirmed. The embolic coil or dpu core wire were not seen protruding from the skive of the introducer sheath; however, the dpu core wire, translucent introducer sheath, and embolic coil were found kinked. The exact circumstances surrounding the observed damage cannot be determined based on the condition of the returned device. Functional testing could not be performed to establish potential root causes of the event due to the condition of the returned device. In addition, there is not enough information in the complaint report to identify the cause of the observed failure. Bends in the dpu core wire indicate that excessive force was applied to the device, possibly in an attempt to overcome resistance. The application of force against resistance could cause the embolic coil to kink and can also cause damage to the introducer sheath. 100% of devices are inspected at quality control (qc) final inspection for damage. In addition, 100% of devices are inspected at final assembly, including advancing the embolic coil out of the introducer and retracting it back. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage. Prescore rupture is a known potential product failure associated with the galaxy g3 device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU states the following: ¿loosen the rotating hemostatic valve (rhv). Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Replace the introducer tip back inside the rhv. Tighten the rhv. Grasp the introducer tip with your left hand and the re-sheathing tool with your right hand. Pull with your right hand while holding on the re-sheathing tool towards the connector. This will start the re-sheathing of the coil and the dpu wire. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Caution: pulling the exposed microcoil through the rhv grommet may damage the coil. Caution: do not pull the dpu wire back too far since it may cause a softer section of the dpu wire to become exposed. An arm¿s length pull should re-sheath the coil. Once the device is fully retracted, slide the re-sheathing tool over the dpu/introducer sheath body until the system is relocked. Loosen rhv and remove device. If needed, the microcoil system is now ready to be re-inserted.¿ neither the product analysis nor the device history review suggests that the failure could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure and damages noted to the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization, the introducer sheath of the 4mm x 10cm galaxy g3 xsft (glx120410/l10552) became split while attempting to resheath the coil. Details surrounding the outcome of the case and the procedural situation that led to resheathing the coil were not reported. No patient complications occurred as a result of the event and additional intervention was not required. Evaluation of the returned device revealed kinking of the embolic coil. No further information could be obtained.